Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2010. It cannot be ruled out that the most likely root cause of the reported event was worn-out cable due to rough handling of the user with the contribution of aging.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that there was an overheating of heater cooler system 3t's external surface and a reduction of cooling and/or heating capacity. The issue occurred when the machine was in service. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6) italy. A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. Temperatures of the circuits were checked and no anomaly was found. Power cord was replaced due to wear. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.